Manufacturer narrative:
The vyaire medical failure analysis laboratory received the suspect component, a 3-ohm driver assembly, and evaluated the component. An evaluation of the component did not duplicate the reported issue. The driver assembly was found to operate per manufacturer's specifications.

Manufacturer narrative:
Carefusion complaint number (B)(4). (B)(4). Results of investigation: a carefusion field service representative (fsr) evaluated the device onsite. The fsr found that the ventilator was having pressure fluctuation and driving gas pressure issues. The unit was due for the 12k preventative maintenance. The fsr performed the 12,000 hour preventative maintenance procedure and calibrated and tested the unit. The unit meets manufacturer's specifications. Based on the event information reported by the customer, the use of high settings resulted in a higher internal operating temperature. The higher temperature distorts the ddi panel meter and should not have been adjusted. Due to the clinician making further adjustments and continuously trying to center the ddi panel meter, it increased the internal operating temperature to the point the overheat light visually alarmed but the clinician did not intervene in time to prevent the driver stopping.

Event description:
The customer reported that the ventilator was in use with high settings on a patient, when the users noticed that the driver displacement indicator (ddi) would not center. The users kept trying to center the piston and eventually, the overheat light came on and then the driver stopped. It is unknown if there was any patient harm/injury associated with the reported issue.